Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during withdrawal. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device was used for closure following hepatic angiographic embolization. According to the reported procedure, pulsatile blood flow had completely stopped or had obviously decreased before the system was further withdrawn while observing the indicator window. The indicator window did not change color before or after the device was completely removed from the body. The procedure was performed using a retrograde approach. No device or package damage was observed prior to use. Angiography confirmed femoral artery suitability including appropriate insertion angle, and vessel diameter was =5 mm. No calcification or plaque was observed at the puncture site, and no stent was present near the puncture site. There was no vessel stenosis >50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. No difficulty was reported connecting the vascular sheath introducer with the device. The device and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. The indicator window did not change to solid black color. The indicator wire cowling locked against the handle assembly with an audible click. No red color was observed in the indicator window during retraction. Upon removal from the patient, the indicator wire loop was visible with no abnormalities noted. The device was returned for evaluation.